Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent and delivery system was used in the stomach during a cystgastroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, electrocautery was suboptimal and the delivery system could not penetrate through the gastric wall and into the pancreatic pseudocyst. The physician continued the procedure with the hot axios device by passing a guidewire into the cyst and entering into the cyst without electrocautery. The physician deployed the hot axios stent without issue, but the stent moved out of position toward the patient's stomach. This stent was left in place, and a cold axios stent was deployed without issue through the previously placed hot axios stent. The physician then attempted to remove the hot axios stent, but it was noted to be connected to the second stent and could not be removed. Both stents were left in place within the patient. Several days later, the first stent dislodged from the second stent and was removed from the patient. There were no patient complications as a result of this event. The patient's condition was reported to be fine.